Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead, presented to the emergency room for an unspecified reason. While in the emergency room, the device delivered shock therapy. The health care professional (hcp) requested to have a local field representative come to interrogate the device. Upon review of historical device data, a previous episode of noise with oversensing was observed that resulted in pacing inhibition for greater than two consecutive seconds of asystole. Device interrogation revealed that the shock therapy was appropriate and no additional episodes of noise and oversensing were observed. The physician will continue to monitor the device and lead system. No adverse patient effects were reported.

Manufacturer narrative:
Available information suggests that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.